Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The physician will be revising the lead. The lead remains in use. No futher patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.